Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with history of low back pain that failed conservative treatment including steroid injection, medial branch block and physical therapy. On (B)(6) 2011 underwent l4-5 alif with rhbmp-2/acs and synthes peek cage to treat ddd and spondylolisthesis. There were no noted complications. On (B)(6) 2011 patient readmitted with urinary difficulty, bilateral lower extremity weakness and low back pain radiating to the groin bilaterally. On (B)(6) 2011 CT of the abdomen and pelvis demonstrated mild left-sided hydronephrosis as well as interval resolution of fluid and stranding in the left retroperitoneum. On (B)(6) 2011 patient presented with ¿excruciating postoperative pain¿ and painful urination. Patient was discharged on (B)(6) 2011. On (B)(6) 2011 patient presented to the ER with facial, arm and leg swelling, facial and neck pustular rash, and urinary retention. Physician diagnosed reaction to neurontin and the patient was instructed to decrease neurontin from 1800mg to 300mg tid. On (B)(6) 2011 patient presented for follow up. Per the medical records, the patient ¿had a long postoperative course including two re-hospitalizations for complaints of severe lower back pain, as well as for urinary retention. She is here¿ for her muscle spasms secondary to her lower back. She reports she has no back pain¿ she has had some left flank and new onset lower abdominal pain.¿ on (B)(6) 2011 patient presented with back pain similar to her preop pain, numbness in the first toes of the left foot. Per the medical records, ¿she has one area of her mid-upper back she states has been bothering over the past few months. She has incidental finding on previous imaging studies of a t7-t8 thoracic mass she also has neck pain over the last two months with occipital headaches.¿ on (B)(6) 2011 fine-needle aspiration biopsy of right mediastinal tumor with the diagnosis of ganglioneuroma. On (B)(6) 2012 patient presented with a diagnosis of a right-sided paraspinal tumor in the chest cavity. The patient underwent right t5-7 minimally invasive arthroscopic resection of spinal tumor with pathology indicating a ganglioneuroma. Pod1 patient complained of right upper flank pain, work-up was negative for pe or acs. Patient had rash at area of tape. No other complications. Patient was discharged on (B)(6) 2012. On (B)(6) 2012 patient presented for follow up. Patient denied any new symptoms, but patient¿s husband reported that she had been hallucinating, is very sleepy, and has a rash all over her body ¿ chest and back. Patient¿s morphine was discontinued. On (B)(6) 2012 MRI compared with previous MRI in (B)(6) 2012 and (B)(6) 2011 indicated ¿bone growth beyond the cage.¿ on (B)(6) 2012 patient presented with new pain on the left side. Per the physician¿s notes, ¿the pain is localized to the left buttock and hip areas. She has some radiation to the right side. The hip pain is getting worse over the last 2 weeks with increased difficulty walking.¿ on (B)(6) 2012 patient underwent sacroiliac joint injection. There were no noted complications.